Event description:
The customer reported the instrument was generating flow cell clog errors and 5 mls of erythrolyse reagent leaked from pinch valve (pv27) on the coulter lh 500 hematology analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from cut tubing on lyse pump to pinch valve, pv27; the tubing was replaced, resolving the leak and the flow cell clog errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).